Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular implantation (iol) procedure, the plunger was tilted to one side while advancing the iol to the "pause location". The lens was inserted and scratches were noticed on the optic of the iol. The procedure was completed. There was no patient harm reported. Additional information has been requested; however, further information has not been received.